Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion detection test which was described as failed psi (pounds per square inch) in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed the downstream occlusion detection test which was described as ¿failed psi (pounds per square inch)" was not reproduced. Evaluation sent the device to flow testing for downstream occlusion, ultrasonic sensor us air, ultrasonic sensor us occlusion, the device received back with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor calibration and the ultrasonic sensor out of specification . The force sensor scale factor calibration will be performed and the ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion detection and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.